Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. The other powersail coronary dilatation catheter mentioned is being filed under the same MFR number. Evaluation summary: quality assurance analysis revealed that the first balloon dilatation catheter (bdc) was returned with blood visible in the guide wire lumen, in the balloon and on the hypotube. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was no a longitudinal rupture on the balloon, 1mm distal to the balloon proximal marker and extending distally for a length of 5mm. There were no scratches visible on the balloon. There was no other damage noted to the bdc. The second bdc was returned with blood and contrast visible in the inflation lumen, in the balloon, on the shaft and on the hypotube. The balloon was loosely folded. The proximal end of the balloon was wrinkled. There was a longitudinal rupture on the balloon, 1mm distal to the balloon proximal marker and extending distally for a length of 6mm. There were no scratches visible on the balloon. There was no other damage noted to the bdc. The devices were sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the use of the first balloon at 12 atm, the balloon ruptured; therefore, another powersail balloon was used; however, when the air pressure was 10 atm, the second balloon ruptured as well. No patient effects were reported. No additional event or patient information is available.